Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an implant procedure on (B)(6) 2019 that was abandoned due to patient anatomy. There were no patient consequences.